Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was high impedances on contact 14 (40000) on the 8-16 lead. It was unknown if any external factors led to the issue. An impedance check was done and contact 14 came back at 40,000. The lead was removed, wiped, and reinserted and impedance check still had the same results. The rep advised the hcp of the impedance findings on both attempts and the hcp did not want to replace the lead. The hcp asked if during or testing if the patient needed to use contact 14 to get relief. The patient was getting relief using the middle of the lead and top of the lead. All other contacts were within normal limits. The issue was reported to be resolved. No symptoms or further complications were reported.